Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) exhibited high pacing impedances of >3000 ohms. Technical services (ts) discussed possibilities for the elevated impedance, including a loose setscrew, lead fracture, or clavicular crush. No patient symptoms have been reported at this time.